Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 24, pump error 48, and pump error 64 found on (B)(6) 2021. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and active current test; however, insulin pump did not pass sleep current test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump error 75 alarmed during self test. Insulin pump was successfully downloaded to thus. Confirmed pump alarm pump error 25 on (B)(6) 2021 14:24:00.000 in insulin pump downloaded history. The power management graph confirmed pump error 25, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7 volt for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. In summary, customer allegation for pump error 24, pump error 48, and pump error 64 was not confirmed. Pump error 25 was confirmed in power management graph due to j6 connector resistance issue. Pump error 75 was confirmed by isolated to electronic stack. High sleep current measurement was isolated to electronic assembly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.